Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a lead integrity alert (lia) due to oversensing. It was noted that the rv lead had high rate non-sustained ventricular tachycardia episodes with short v-v times and high sensing integrity counter (sic). It was also noted that the electrograms (egm) showed far field r-wave (ffrw), however the cardiac resynchronization therapy defibrillator (crt-d) has a pin plug in the atrial port. The device and rv lead remain in use. No patient complications have been reported as a result of this event.